Manufacturer narrative:
The camera was returned to medtronic for analysis. Analysis confirmed the reported issue that the returned camera failed an accuracy test. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735821r, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the facility to test the equipment. The camera was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera failed its accuracy assessment kit (aak) test. There was no patient involved.